Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be verified. The lcd was found to be defective and the root cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the cadd solis vip pump failed to boot up properly. The screen was also freezing (white screen). No patient injury or complications were reported in relation to this event.